Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support (mcs). Post implant, same day, an echocardiogram was completed and the impella measured 3.8 centimeters to the aortic valve annulus and mid ventricular cavity. The following morning the impella cp device was retracted with guidance under echocardiogram. Two days later, the plan for turndown of extracorporeal membrane oxygenation (ECMO) and potential upgrade to an impella 5.5 device was noted. Hematuria was present. However, action taken, if any, is unknown. ECMO and impella support continued. The next day drips in use were noted as amiodarone, heparin (14 u/kg/hr.) And other (unspecified). Thereafter two days later it was noted the patient experienced respiratory distress and ECMO cannula site bleeding (of note patient heparinized) that required multiple blood products as reported under the abiomed's long-term outcome and quality indicator impella registry and noted as a definite relationship to the impella device used. Heparin was withheld the exact time is unknown. However, the ECMO placement was removed and the impella cp device was weaned and explanted later this day following with the implant of an impella 5.5 device, which was successfully completed for escalation in therapy.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of reported failure modes has been completed. The impella device was not returned for evaluation. Positioning issues: the root cause of the positioning issues was not determined since insufficient clinical details were provided. Hemolysis: hthe root cause of the hemolysis was not determined since insufficient clinical details were provided and no product was returned. Respiratory distress (vt/vf fm): it was reported that the patient endured respiratory distress. The cause of the respiratory distress was unable to be determined due to insufficient clinical details. Vascular damage - peripheral vessel: the root cause of the vascular damage was not determined since insufficient clinical details were provided. Bleeding reported from the non-impella side access site.